Manufacturer narrative:
The reported events of no magnet response and no low voltage output were confirmed. A received, device telemetry and output werer not available. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found that patient's pacemaker was failed to interrogate with magnet. It was also noted that pacemaker was not generating low voltage output. It was also noted that patient had bradycardia. The pacemaker was explanted and replaced. The patient was stable.